Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill test to reservoirs. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. Customer cannot recall their blood glucose reading. Customer was not sure if there was insulin inside the tubing and reservoir. Customer believed the air bubbles caused high blood glucose reading. There was no further detail was given. Reservoir will be returning for analysis.